Manufacturer narrative:
(B)(4) - power connector and timing link.

Event description:
It was reported by service report that the bed had no power due to a loose ground prong and broken power connector. It was further reported that the head left side rail would not lock in the up positron.